Manufacturer narrative:
Samples were collected in lithium heparin tubes and centrifuged for 6 minutes. Customer stated the sample from patient 3 had fibrin and therefore sample handling issue could be the root cause for the erroneous results. Qc performed on (B)(6) was within the passing range. A field service engineer (fse) was on site (B)(4) 2010, and adjusted luminometer and performed system check. The system met specifications and qc was within range. Fse followed up with the customer on (B)(6) 2010 and the customer is aware that phlebotomy issue needs to be addressed. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high total beta-hcg result on three patient samples generated by the unicel dxi 600 access immunoassay analyzer. Negative results below the normal reference were obtained upon repeat analysis. No reports of death, injury, or change to patient treatment have been reported in connection with this event.